Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No loss communication anomaly, calibration anomaly or lost sensor alert noted. During visual inspection, the pump was received with minor scratched display window, scratched case, cracked case at the battery tube side and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 30-jan-2024 in the pump history file. 01/30/2024 02:58:24.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.4. Bolusamountdelivered = 1.4. 01/30/2024 07:40:36.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.05. Bolusamountdelivered = 1.05. 01/30/2024 09:40:06.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.875. Bolusamountdelivered = 5.875. 01/30/2024 12:59:42.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.275. Bolusamountdelivered = 9.275. 01/30/2024 19:42:02.000 normalbolusdeliver.ed. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.125. Bolusamountdelivered = 5.125. 01/30/2024 23:11:50.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.175. Bolusamountdelivered = 1.175. Please see below for the daily total of all insulin delivered on the event date 30-jan-2024 in the pump history file. 01/31/2024 00:00:00.000 dailytotals. Dailytotalcollectionstarttime = 01/30/2024 00:00:00.000. Dailytotalofallinsulindelivered = 40.8. Dailytotalofbasalinsulindelivered = 16.9. Dailytotalofbolusinsulindelivered = 23.9. There were no auto suspend (12) alarm or user suspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-jan-2024 in the pump history file. 01/30/2024 03:31:00.000 alarmalertnotification. Faultnumber = lost sensor 1 alert (780). 01/30/2024 03:47:00.000 alarmalertnotification. Faultnumber = lost sensor 2 alert (781). 01/30/2024 03:57:00.000 alarmalertnotification. Faultnumber = lost sensor 2 alert (781). 01/30/2024 16:40:00.000 alarmalertnotification. Faultnumber = lost sensor 1 alert (780). 01/30/2024 16:58:00.000 alarmalertnotification. Faultnumber = lost sensor 2 alert (781). The pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lost sensor alert not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Loss of communication anomaly not confirmed. Lost sensor alarm not confirmed. Cosmetic damage was confirmed at the front and the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to experienced hyperglycemia with a blood glucose reading value of 342 mg/dl. It was also reported on pump physical/cosmetic damage, lost sensor alarm and loss of communication between pump and transmitter. Troubleshooting was performed. The customer was using the pump within 48 hours of the reported event and unknown if the auto-mode feature was active or not at the time of reported hyperglycemia event. No further patient complications were reported. The customer will discontinue use of the device and the insulin pump will be returned for failure analysis.